Manufacturer narrative:
As per account, during surgery - surgeon required new gloves - torn as scrub nurse was putting gloves on surgeon. Pack has a bit of blood dried on it. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per account, during surgery - surgeon required new gloves - torn as scrub nurse was putting gloves on surgeon. Pack has a bit of blood dried on it.